Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer confirmed that the issue was happening with many scopes. Tac advised the customer to avoid hot swapping the scopes and to plug in the scope when the power was off. The customer powered off the device, plugged in the scope, and powered on the device before the error disappeared. Furthermore, tac asked the customer to power off the device, press the black tab on the socket, and the front panel stopped blinking. The device will not be sent in for evaluation and repair. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source display an e300 error, and the front panel is blinking. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Event description:
This report is being submitted for the front panel blinking.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was not returned for evaluation. However, based on the results of the investigation, it¿s likely the front panel blinked because of inadequate operating procedures or poor contact with the scope. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.